Event description:
It was reported that they were hoping that the fifth operation healed, they had had enough. It was an improvement and it was noted that parkinson¿s was no fun. No outcome was provided. Follow-up was conducted; if any additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0qwh1, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0qwh1, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# njz410891n, product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).